Manufacturer narrative:
The initial reported event was submitted via a remedial action exemption. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the right ventricular (rv) lead was explanted.